Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received.

Event description:
It was reported that the tps micro driver stopped working during a procedure resulting in a 30 minute delay. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the tps micro driver stopped working during a procedure resulting in a 30 minute delay. The procedure was completed successfully using a back up device. There were no patient or user injuries, and no adverse consequences.